Event description:
A malfunction was reported on the pump by the customer, identified with a malfunction code of malf 5. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact customer service if the issue reappears.